Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under sensing was observed of smaller atrial morphologies on the atrial lead channel on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.